Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient reported experiencing an allergic skin reaction characterized by itching and scarring beneath the entire patch area. The reaction occurred approximately 10 days after sensor insertion on the arm. The patient initially assumed the reaction was due to an allergy and self-treated the affected area with an over-the-counter neosporin product. During a phone conversation, the patient stated that similar scarring occurred with all sensors used in 2025. While the patient initially estimated using approximately 30 sensors, they later confirmed that each sensor was worn for 10 days, indicating a total of 14 sensors used during the relevant period. There is no documentation of further medical intervention, and no additional details were provided. The scarring was reported to be present for more than three months following the initial skin reaction. This case represents three of four reported allegations involving skin reactions that resulted in permanent scarring lasting longer than three months. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). This is 2 of 4 allegations of skin reaction which resulted in permanent scar duration greater than 3 months. Please see the following related complaint records: (B)(4).